Event description:
It has been reported to philips that the system was not starting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that dcps was failing. The dcps has been replaced that the system was returned to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that device failed to start up. The fse performed troubleshooting and found that the defective dcps(direct current power supplies).fse replaced dcps. After replacement of dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.